Event description:
The customer reported that during use of this handpiece, it got hot. The heat was felt by the user in the body of the handpiece and in the bur guard area. The surgeon discontinued use of both devices and obtained alternate units to complete the procedure. There was no report of injury or surgical delay with this event.

Manufacturer narrative:
Investigation findings: conmed linvatec received this device for eval and confirmed the reported problem. During testing of this unit, excessive heat occurred in the collet related to worn bearings. Associated report: 1017294-2008-00250. The instruction manual for this handpiece informs the user of the following: prior to each use, all instruments and accessories must be inspected for proper operation. Overheating might occur if the instrument or accessory bearings are worn or are not kept cleaned. Continually check all parts of the instrument or its attachments for overheating and discontinue use and return the equipment for service as necessary. Overheating can cause serious injury to the pt or operating room personnel. The service interval for this handpiece is every 12 months.